Manufacturer narrative:
H4 manufacturing date ¿ added. D4 expiration date - added. There are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. While there are a number of potential causes for the reported issue, because review of available information failed to identify a definitive cause and the device was not returned for analysis, an assignable cause of undeterminable was assigned to this complaint.

Event description:
It was reported that during procedure on (B)(6) 2023, the guidewire (subject device) sheared off. Unknown medical intervention was performed and the doctor was able to remove the piece from the carotid. Scans were taken post operation to verify removal. Patient did not have any adverse reactions. Patient is stable, procedure done without other complications. Patient was transferred to ccu (cardiac critical care unit) for close monitoring (d/t other medical needs), not because of the subject guidewire, and later discharged on (B)(6) 2023. Operative note findings: occlusion of the right proximal ica (internal carotid artery) extending to the distal ica. Occlusion of the proximal m2 segment as well. Aspiration and stent retrieval thrombectomy of the proximal right ica. Final tici (thrombolysis in cerebral infarction) score of 0. Very abnormal and dysplastic appearance of the proximal to distal right ica with multifocal occlusive clot. It was felt that the findings were not amenable to successful intervention, and therefore, the intervention was aborted. Patency of the left ica (internal carotid artery) and left mca (middle cerebral artery) territory with hypoplastic acom. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during procedure on (B)(6) 2023, the guidewire (subject device) sheared off. Unknown medical intervention was performed and the doctor was able to remove the piece from the carotid. Scans were taken post operation to verify removal. Patient did not have any adverse reactions. Patient is stable, procedure done without other complications. Patient was transferred to ccu (cardiac critical care unit) for close monitoring (d/t other medical needs), not because of the subject guidewire, and later discharged on (B)(6) 2023. Operative note findings: occlusion of the right proximal ica (internal carotid artery) extending to the distal ica. Occlusion of the proximal m2 segment as well. Aspiration and stent retrieval thrombectomy of the proximal right ica. Final tici (thrombolysis in cerebral infarction) score of 0. Very abnormal and dysplastic appearance of the proximal to distal right ica with multifocal occlusive clot. It was felt that the findings were not amenable to successful intervention, and therefore, the intervention was aborted. Patency of the left ica (internal carotid artery) and left mca (middle cerebral artery) territory with hypoplastic acom. No clinical consequences were reported to the patient due to this event.